Event description:
Additional information was obtained. A follow up visit was performed. Review of the data revealed sixteen appropriate shocks had been delivered for ventricular fibrillation (vf). Battery status was "explant". Ts recommended a save to disk for further analysis.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) revealed remaining battery of less than three months. During a previous interrogation one week earlier, the battery displayed twelve years longevity remaining. An internal technical service consultant was contacted regarding the decreased longevity. Reportedly more than three hundred shocks were delivered and on one date, fifty shocks had been delivered. No adverse patient effects were reported. An internal technical service consultant reviewed the data and determined the remaining longevity was likely due to the high number of shocks delivered. It was thought this may be normal device operation. Ts could not determine whether the shocks were appropriate or inappropriate. This may have led to therapy exhaustion. Further clinical status of the patient was recommended in addition to a providing a save to disk for review. A follow up visit has been scheduled.

Event description:
Additional information was received. A follow up visit was performed. Further appropriate shocks were delivered. Ts was contacted regarding device behavior at eol. Also for recommendations regarding the patient deciding to leave the device implanted with therapies programmed off. Information was provided that explant is recommended from a manufacturer, however the physician will make the final decision. Other options can also be explored. As of this date, this device remains implanted.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A follow was performed. The patient reported receiving more than ten shocks since the last follow up. The device batter gauge is at explant. Reportedly, the patient refused an explant procedure. A further follow up was scheduled, however the patient did not attend the visit.

Manufacturer narrative:
Should further information become available, this event will be updated.